Manufacturer narrative:
(B)(4). The customer reported that the battery charge led no longer goes on. This symptom may indicate a failure to power up via ac power. There was no pt involvement reported. Philips staff informed the customer that this unit has been out of support since (B)(6) 2006 and that replacement parts are no longer available. Based solely on the customer's report, we will consider this to have been a malfunction. The cause cannot be determined because the device was not repaired.

Event description:
The customer reported that the battery charge led no longer goes on. This symptom may indicate a failure to power up via ac power. There was no pt involvement reported.